Event description:
It was reported that the patient underwent a hip fracture procedure on (B)(6) 2014. During the procedure, the surgeon was unable to pass the lag screw through the nail. A second lag screw was attempted and also would not pass through the nail. The surgeon removed the nail and noticed that the set screw may have been obstructing the path. Another nail was implanted and the second lag screw was used to complete the procedure.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device was inconclusive. It was determined it is likely that the corelock was properly assembled by the manufacturer, but was inadvertently moved prior to implantation.